Event description:
(B)(4). Hair loss, weight gain ,brain fog and difficulty concentrating, with severe memory problems, to the extent of having difficulty comprehending written texts, remembering short lists, remembering people's names or basic facts or sequences this is highly uncharacteristic of me, and the onset was sudden and dramatic, lethargy and extreme fatigue, feeling almost as if I've been drugged at times, unable to stay awake while working, having to pull over while driving, unable to wake in the mornings, sleep disruptions and insomnia, severely bloated belly, recurring pelvic pain, sometimes sharp and stabbing, sometimes dull and aching, painful sexual intercourse, intolerance to cold, debilitating headaches, depression, anxiety, mood swings, numbness in hands and feet, loss of circulation, blurred vision, joint and muscle aches, sometimes so severe I have been unable to walk or perform basic physical movements or tasks, dizziness, fainting, severe menstrual cramps, high cholesterol, as a generally healthy (B)(6) woman, I've never had this array of symptoms before, (bloating, mood swings, headaches, fatigue).and I don't have period for 3 months, all of this is after essure.